Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects clogging the nozzle and foreign objects attached to the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: b3, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. For the foreign material in the nozzle malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. For the foreign material in the distal cover malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a physical damage to the subject device. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. For the foreign material in the nozzle malfunction, even though the customer provided some cleaning disinfection and sterilization information, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. For the foreign material in the nozzle malfunction, the legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.